Event description:
The customer reported high blood glucose. Customer woke up her blood glucose was 500 mg/dl. Customer stated she ran out of insulin. Customer stated she did not remember that she got a no delivery message. Reviewed alarm history and confirmed there was no delivery alarm. Customer did not get insulin for 5 hours. Troubleshooting was done for high blood. Customer's blood glucose was 460 mg/dl. Customer treated high blood glucose with bolus. Customer does not have the tubing clamp advised will send her one and to call back to continue troubleshooting. Explained the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).